Event description:
The company received a report where it claimed that a torn pilot balloon was found along the bedside of the patient. The caller could not confirm how the tube was torn but confirmed that extubation and reintubation of a replacement tube was performed. The tube was replaced without incident.

Manufacturer narrative:
Part number# 317-75 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.